Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for fm in tube, damaged, defective marking, dirty shield, dirty tube, and air bubbles in gel with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there were multiple issues. The following is a breakdown of the issues with quantities: foreign matter in gel 45, deformed tube 3, defective marking 5, dirty shield 1, dirty tube 11, air bubbles in gel 219, air bubbles in tube 4. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: fm in gel x45, deformed tube x3, defective marking x5, dirty shield x1, dirty tube x11, air bubbles in gel x219, air bubbles in tube x4.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there were multiple issues. The following is a breakdown of the issues with quantities: foreign matter in gel 45, deformed tube 3, defective marking 5, dirty shield 1, dirty tube 11, air bubbles in gel 219, air bubbles in tube 4. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x45. Deformed tube x3. Defective marking x5. Dirty shield x1. Dirty tube x11. Air bubbles in gel x219. Air bubbles in tube x4.